Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner insulation was kinked buckled, there was blood in/on the helix mechanism and sleevehead, the lead was stretched, and there was apparent explant damage.

Event description:
It was reported that the entire system was removed due to patient infection. The system has not been replaced. No further patient complications have been reported as a result of this event.